Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Motor error alarm has occurred 28 times in tha past 30 days. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.